Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son called wanting to troubleshoot his mother's insulin pump because it was alarming motor error. However, customer's son was not on customer's hipaa consent list. Several attempts were made to contact customer directly, but they all went to voicemail. On the last call, customer was already being helped by another representative. Customer's blood glucose was not provided. Nothing further reported.